Event description:
While attempting to monitor a pt (age & gender unk) the device lost ECG signal. The universal cable was adjusted and the device regained ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.